Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline did not open distally. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. There were no additional steps required to open the pipeline. The pipeline was resheathed and removed with the microcatheter from the patient. The device was used on-label and the device was prepared as indicated in the IFU. There were no patient symptoms or complications associated with the event. The angiographic result post procedure showed successfully deployed flow diversion. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the distal ica with a max diameter of 3mm and a 2mm neck diameter. It was noted the patient's vessel tortuosity was moderate. Ancillary devices include: navien 58 and phenom 27 microcatheter.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex w/ shield braid and phenom-27 micro catheter were returned for analysis within shipping box; within an opened pipeline flex w/ shield outer carton and within a sealed plastic biohazard pouch. The braid was already deployed and returned unprotected without its introducer sheath. Visual inspection/damage location details: no damages or irregularities were found with the phenom-27 catheter hub, catheter body, distal tip and marker band. Blood was found within the hub. One braid end was found fully opened, flattened, damaged, and frayed. The other braid end was found fully opened, damaged and frayed. The pipeline flex w/ shield pusher was not returned for analysis. Testing/analysis: the phenom-27 micro catheter total length was measured to be ~158.2cm and the usable length was measured to be ~151.6cm. As the model and lot numbers of the phenom-27 was not reported, conformation to specification could not be determined. The micro catheter was flushed, and water did not exit the distal end as it was found occluded. Blood was found within the micro catheter. Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ could not be confirmed. Possible causes are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel braid, presence of other indwelling stents or inappropriate anatomy. The braid was found damaged. Potential causes for braid damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damage during return shipping as the braids were returned already deployed and out of its protective introducer sheath and dispenser coil. Customer reported pipeline was not positioned in a bend, braid was resheathed more than 2 times, all devices were prepared per IFU, and patient vessel tortuosity as moderate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.